Event description:
It was reported to boston scientific corporation on january 11, 2006 that a wallstent endoprosthesis endoscopic biliary device was used during a metal stent placement procedure performed in 2006 (female patient, weight is unknown). According to the complainant, the stent appeared to be too long. The device was removed and a shorter wallstent endoprosthesis endoscopic biliary device was used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. Device not returned.